Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hypoglycemia. The customer blood glucose level was 45 mg/dl at the time of incident. Customer declined troubleshooting for low blood glucose. Customer stated that she was having a low right now and also the insulin pump was blank. Customer states the display was not blank less than 30 seconds and did not return. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer then mentioned that pump started to buzz off and on and then it was continuous. Customer stated that insulin pump did not vibrate during the vibrate test portion of the self-test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test or verify audio alarms due to blank display. Also, received with moisture damage on the motor and force sensor.